Event description:
It was reported that during a device demonstration of the product to a customer, it was found that the bit where the hand piece connects to the motor drive unit seems to be bent. It was difficult to connect the hand piece to the motor drive unit.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for eval. The device eval found that the cpc connector was bent, and it was not possible to connect a handpiece to the device.